Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device exhibited an episode of asystole. Upon review of the episode, it was determined the electrodes temporarily lost contact with the tissue and the signal dropped which may appear as asystole. The device remains implanted. No patient complications have been reported as a result of this event.